Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an open orange (+5v) wire inside the trunk cable. The cause of the disruption in communication is the open orange wire. There was evidence of physical abuse to the cable. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned belt sn (B)(4) and reported that the belt was unable to communicate with a monitor.